Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump reservoir was loosed or not secure and caused reservoir to break while in the insulin pump. Customer stated that the insulin pump had random no delivery alarms caused them to redo their site to get alarm to clear. Battery life diminished and insulin pump rejected new battery. The insulin pump had scratches on the screen making it harder to read. There was little condensation under the screen. Rewind was slower than in the past. Insulin pump was shot out insulin during priming all the time. No harm requiring medical intervention was reported. The device will not be returned for analysis.